Event description:
It was reported that impedances greater than 4000 ohms were measured on some bipolar pairs at the time of implant. The lead was taken out and wiped down a few times. C-1, c-2, and c-3 were showing greater than 4000 ohms. After increasing the pulse width, impedances on the bipolar pairs had come down to within the 2000 ohms level, but 0-1, 0-2, 0-3, and 2-3 were greater than 4000 ohms. The patient did get motor response on all case combinations intra-operatively. Two days later, it was reported that no lead fractures were noted. The patient felt stim on all 4 electrodes post operatively and was sent home. Additional information received reported the patient experienced a loss of therapeutic effect and a shocking or jolting sensation that went from her head to her toes following a programming session on (B)(6) 2012. The sensation was causing chest palpitations, and the patient had since turned her neurostimulator off. The patient also experienced a shocking sensation throughout her whole body when passing through security gates, both at her job and at all shopping stores. The neurostimulator was on at the time of exposure. The context of the patient's job required her to be near the security gates and use the store radio and cash register, and it was not convenient for her to turn her device off around the sources of electromagnetic interference. Therefore, she began keeping her device off which resulted in a return of symptoms. She was very depressed about her situation, and had pain in her kidneys and bladder and was back to catheterizing. It was noted that the kidney issues were due to urinary retention. The patient did not get shocking when the device was off, or when she was at home or at any other location. On (B)(6) 2012, it was noted that impedances were still >4000 ohms and had been high "from the beginning." It was noted that the device had "not worked correctly from day 1." Impedances were measured in the clinic on (B)(6) 2012 and were within normal limits. The patient was getting good therapy when stim was turned on. It was noted that the patient's previous neurostimulator worked well and she did not get shocking with the previous device even though she worked in the same store and with the same items. It was later reported that the shocking happened sporadically but previously only happened while passing through theft detectors. The shocking felt like "glass going up and down" the patient's spine. The patient noted the neurostimulator was "defective in the operating room." It was also reported that the patient was getting shocked "all the time." Additional information received reported impedances on c-0, c-2, 0-1, 1-2, 1-3, 2-3 measured 1111 ohms, 0-2 and 0-3 measured 1147 ohms, c-1 was 387 ohms, and c-3 was 556 ohms. Numerous programming options had been tried with no drastic change. Involvement with the patient's insurance company was underway in order get a lead revision completed.

Manufacturer narrative:
(B)(4). Lead model 3093-28 explanted (B)(6) 2012. Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058, serial# (B)(4) found no significant anomaly. The ins was functionally okay with insignificant anomalies. Analysis of the lead model 3093-28, lot# v855344, found no anomaly.

Manufacturer narrative:
Continued from concomitant medical products. Lead model 3093-28 lot# v855344 implanted (B)(6) 2011 explanted unk; adaptor model 37092 lot# 302650001 implanted (B)(6) 2011 explanted unk; programmer model 3037 serial# (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the impedance values of 1111 ohms were cleared by using higher voltage and pulse width settings. All impedances were then within normal limits, but c-1, 1-2, and 1-3 were a little lower than usual (although c-1 was not a clear short circuit). It was noted that the patient had been using bipolar configurations for her therapy. Palpating the system did not result in shocking or changes in stimulation. Three programming sessions were performed with similar results. The patient was reprogrammed for the 4th time on (B)(6)-2012. The levels were set low and the patient was asked to turn stimulation up 2/10ths every 2 days until she could feel stimulation, if the previous level didn't result in shocking. The cause of the shocking hadn't been determined. The lead and neurostimulator were explanted. The patient did not have a replacement system implanted at that time. There had been no shocking sensations since the device was removed. The patient developed a small incisional infection; a tissue culture revealed (B)(6). The patient recovered without sequela following replacement. However, she was noted to be "miserable" with a foley catheter and wanted to be implanted with a new neurostimulator in a couple of months.